Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc. Considering the surgical methodology, the dentist reported that the implant was immediately installed in an alveolus with signs of injury/ infection. The investigation of the complaint was carried out considering the analysis of the information given by the dentist in the guarantee form, visual conference of the product returned by the dentist and the evaluation of relevant production records.

Event description:
(B)(4). The dentist reported that 6 months and 26 days after the dental implant was installed in intraoral region 30#, its non- osseointegration was observed. Moreover, 35n.cm of primary stability was achieved, the patient presented bone type iii, bone graft was placed, immediate implant was performed and immediate load procedure was done.